Manufacturer narrative:
Visual assessment of the device inserter showed no damage. The torque limiter was functionally tested and performed as intended. Without the return of the anchor, no root cause can be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an anterior stabilization procedure, the sutures pulled out of the anchor during tensioning. The anchor was left in the patient supplying no fixation, thus requiring a new bone hole to be drilled for the backup anchor. No patient injury or complications were reported.